Event description:
It was reported the patient had an advance sling implanted on (B)(6) 2012. It was indicated that there was "slightly less volume of urinary leakage but more unpredictably" and "significant postop testicular pain". On (B)(6) 2014, the patient was implanted with another incontinence device. No additional patient complications were reported in relation to this event.